Event description:
Reportedly, during pt use, a "backup battery failure" occurred, also, the led silent turned on automatically. The pt was manually ventilated and transferred to another ventilator. No pt harm reported.

Manufacturer narrative:
(B)(4).